Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
The subject device was used during a laparoscopic hysterectomy. When the user started cutting around the uterus neck, the ptfe pad of the device was separated. Then the ultrasonic level error occurred. The procedure was completed with another thunderbeat, and there was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the ptfe pad was severely worn. There were contact marks on the surface of the probe and the metal part of the jaw. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was severely worn when the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut). And there is a possibility that the ultrasonic level error occurred since the ptfe pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states; warnings: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. D/or partial separating.